Event description:
Unable to perform pacing.

Manufacturer narrative:
The actual device in the incident was returned to the MFR to be evaluated. One used catheter inserted halfway into a hemo sheath introducer was returned. From the hub molding it was verified that the french size of the sheath introducer in which the catheter was inserted was 4 french. A 4 french size catheter is 2 french sizes smaller than the minimum size which should be used per IFU. A continuity test was done on the catheter and it passed the continuity test on both electrodes. There was no loss in continuity that could result in pacing failure. The reported incident could not be duplicated with the return sample.